Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to rewind the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was died and reservoir was empty and battery was dead. Customer stated that the insulin was squirting out during the manual prime process. Customer was not able to escape to the status screen. Customer stated that the insulin pump had battery out limit and insulin pump was stuck in rewind loop. Customer was able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.